Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively, the articulation movement was unusual. Both button for articulating was not working and kept stopping. Also, an image showing a gray handle/shell was provided. There was no patient involvement.